Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing amplitudes and high out of range pacing impedances on the right atrial (ra) channel. Additionally, some atrial noise was observed that the physician believes is consistent with compromised lead integrity. Lead insulation damage is suspected. No revision procedure has been scheduled at this time. The ra lead is not a boston scientific product. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing amplitudes and high out of range pacing impedances on the right atrial (ra) channel. Additionally, some atrial noise was observed that the physician believes is consistent with compromised lead integrity. Lead insulation damage is suspected. No revision procedure has been scheduled at this time. The ra lead is not a boston scientific product. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted and discarded. No additional adverse patient effects were reported.